Manufacturer narrative:
The device was reportedly discarded, was not retuned to manufacturer. During processing of this complaint, attempts were made to obtain complete event and the procedure. Lot history review revealed no anomaly with this lot products. No other event was reported for this lot. All the shipped products are inspected in the production process for meeting the product specifications and release criteria, there is no indication of a product deficiency. Based on the provide information, it is inferred that, when the system of the guide catheter was inadvertently disengaged along with the balloon dilatation, the guidewire tip was trapped by the stent strut and pulled, tip damaged and coil elongated. Warning section of the IFU describes; this guide wire must be used only by a physician who is fully trained in ptca/pta treatment. Do not perform stent placement using more than one guide wire or wire operation through stent strut. Otherwise, the stent may be damaged or the device may break or rupture. This guide wire must be used in an institution where emergency surgical operation can be performed immediately. And " separation or breakage of the guide wire" as a possible adverse event.

Event description:
In the procedure to target lesions at lmt and #15 of lad, after stenting to #15 lad with other devices, next stent was placed to lmt-lad and the subject guidewire was advanced to lcx through the strut of this stent. When balloon dilatation was attempted, guide catheter was inadvertently disengaged and lost position. When physician attempted removal of all the devices, it was noticed that the distal end of the guidewire was trapped by the stent strut and coil elongated. Pt was sent to surgical operation for removal of the guidewire.

Manufacturer narrative:
(B)(4)